Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the subcutaneous the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was trying to move something when she bumped the location of her implanted system which caused the sutures to tear out of the muscle. This caused both the pulse generator and electrode to move out of position. An x-ray was taken and it was deemed necessary to perform a revision. During the revision, the physician attempted to perform defibrillation threshold (dft) testing, however they were unable to induce the patient with the products in the migrated position. The products were both repositioned and dfts were successful. No additional adverse patient effects were reported.